Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 23 cm distal to the df-1 connector pin the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over-rotation of the inner coil during the retraction of the fixation helix. Further damages like the deformed fixation helix most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise with aborted shocks. No adverse patient events were reported. Should additional information become available, this file will be updated.